Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump keeps alarming "blockage" once the medication reaches the volume of about 0.35ml in the cartridge. The patient checked for clamps and kinks and couldn't find any reason why the pump was alarming "blockage". The patient changed the cartridge earlier than they would've had to resolve the issue. The patient switched to a back up pump as the infusion was life sustaining. There was no serious injury or adverse events reported.